Manufacturer narrative:
Citation: brouwer j et al. The accuracy of patient-specific computer modelling in predicting device size and paravalvular aortic regurgitation in complex transcatheter aortic valve replacement procedures. Structural heart. 2020. Doi: 10.1080/24748706.2020.1765442. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the retrospective analysis of patient-specific computer modeling of transcatheter aortic valve replacement (tavr) cases. Each case was considered complex, meaning that patients had a large aortic annulus with repositioning maneuvers required. All data were collected from a single center between 2007 and 2018. The study population included 6 patients (predominantly male, mean age 79 years), 3 of whom were implanted with a medtronic evolut r transcatheter valve (no serial numbers provided). Among all medtronic evolut r patients, one death occurred. A (B)(6)-year-old male patient with a medical history of two coronary bypass surgeries, severe aortic stenosis, and a heavily calcified aortic annulus underwent the implant of a 34mm evolut r. After post-implant dilation, the valve morphology was not completely round, and significant paravalvular aortic regurgitation was observed between the left and non-coronary cusps. One day post implant, the patient expired from acute heart failure related to the significant paravalvular aortic regurgitation. No further details were provided. Based on the available information medtronic product was directly associated with the death.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic received additional information from the physician/author that the patient's death was not related to the evolut r. The patient had "one large calcium chunk" which made complete deployment of the evolut r "impossible". No additional adverse patient effects were reported. H6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.